Event description:
It was reported that the tool broke just as the surgeon began cutting the flap. The broken piece was readily retrieved. There was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation noted that the tool fractured due to an excessive bending force being applied during use. It was confirmed that there was no patient impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."